Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit failed the leak test on a ventilator and that the problem was solved by using another circuit. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected, pressure tested, and submerged in a water bath to check for leaks. Results: the pressure test revealed that the circuit was out of specification. The water bath test revealed that the device was leaking at the seal between the swivel elbow and the swivel wye. A lot check revealed no other complaints for this lot number. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that, if not properly locked into place, the leak in the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. As part of our ongoing product improvements, a change was made to the design of the swivel and implemented at the end of september 2010. The failed swivel wye in this case was of the old design. (B)(4).